Event description:
It was reported that the pump had not worked for the last year. The pump was being filled with saline. It was noted that morphine was the most recent drug used in the pump, but the hcp had tried various medications. Per the reporter, there are "little masses" at the end of the catheter; specific details were not provided.

Manufacturer narrative:
(B) (4). "Little masses".